Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as controller/joystick/options, switch failure.

Event description:
Per dealer, the joystick will not turn off.